Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that there was a 528 code. The rep stated that they were hearing an audible alarm from the pump. The rep stated that the patient had been hospitalized recently and they were not sure if the patient had a computed tomography (CT) scan or magnetic resonance imaging (MRI). Technical services reviewed how to silence the active alarm.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient had an MRI. The patient¿s pump was interrogated, and the motor stall recovery occurred and the 528 code (motor stall recovery occurred) was gone. The patient was hospitalized for pneumonia unrelated to the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.